Event description:
During a remote follow-up, far-field r-wave oversensing (ffrwos), undersensing, increased capture threshold resulting in a loss of capture (loc) and inappropriate automatic mode switch (ams) were observed on the device. The device was then reprogrammed to resolve the event. The patient is stable.